Event description:
Hip replacement due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Patient x-rays have been requested but not provided to customer quality at this time. The matter is in litigation and all further follow up attempts will be undertaken by the legal team. A search of the complaints databases finds no other reports against the provided product and lot code combination since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # pc-(B)(4)). Investigation summary conclusion and justification status: the complaint states new unity record created in order to update legacy complaint number dint (B)(4). Hip replacement due to pain dor (B)(4) 2010 doi (B)(4) 2004 comment from lawyers: since surgery client has experienced persistent pain in his left hip resulting in restrictive movement. He has suffered referred knee pains. He underwent revision surgery to remove the implant'. A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per wi (B)(4). The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.